Manufacturer narrative:
Analysis received the unit with no button response due to flattened dome switch. Keypad traces were corroded. There was no button error alarms noted. Analysis was unable to confirm excessive no delivery alarms due to keypad anomaly. There is no moisture damage noted on the electronic assembly. There was no ramping numbers noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm and a no delivery alarm. The customer's blood glucose was 227 mg/dl at the time of incident. The customer stated the unit was exposed to moisture, the number are ramping on their own, and the scroll bar is moving without input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.